Manufacturer narrative:
The returned device was evaluated. During evaluation the device was able to power on using ac power but failed to power on using the battery. The unit was able to obtain readings and alarmed audibly and visually under alarm conditions. The battery was connected to a charger and an 'out of range' error was displayed indicating the battery is internally damaged or defective. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported that these devices once powered on, will only last about 1 hour before battery is dead. The customer additionally reported that the devices do not provide a low-battery alarm prior to shut down. No patient impact or consequences were reported.